Event description:
It was reported by the physician that their handheld screen has been freezing during interrogation. Handheld was rebooted but the problem continues to persist. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer. New handheld was shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis was completed on the handheld and no obvious anomaly was noticed. Analysis on the flashcard was completed and the screen freeze event was not duplicated. The flashcard and software performed according to specifications. However, manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer.